Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, the patient was doing errands when she received a low cgm reading on her pump. The patient took a bg reading which was around 600 mg/dl. The patient did not report any symptoms. The patient¿s pump crashed, and the patient decided to go to the emergency room. A nurse took a bg reading which was around 457 mg/dl, sensor readings were no longer available since the tandem pump crashed and was no longer showing any information. The patient was treated with insulin and boluses by the nurse to bring down her glucose level. The patient stayed at the hospital overnight. Before discharge the bg reading was around 88 mg/dl. At the time of the report the patient was feeling okay. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.